Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported alarm low leak (co2 breathing risk). The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: 27oct2020; b4: 28oct2020. The remote service engineer (rse) confirmed the failure. The rse recommended ordering and replacing either the v60 flow sensor assembly of v60 gas delivery system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29oct2020. B4: 02nov2020. The remote service engineer (rse) confirmed the failure. The rse recommended ordering and replacing the v60 flow sensor assembly of v60 gas delivery system. The customer replaced the gas delivery system (gds) to resolve the issue. The unit passed all performance verification testing and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27oct2020. B4: 28oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.